Event description:
During advancement of the precise over the filter wire, the proximal portion of the angioguard filter wire became looped over itself. The physician did not notice this, and upon deploying the precise stent, the stent pinched the looped portion of the proximal ecgw against the vessel wall as it expanded. The physician was unable therefore, to capture the filter, as a capture sheath obviously could not be maneuvered over the trapped wire. At this point, the user decided to pull the angioguard ecgw out manually by pulling it from the portion outside the pt. It slowly started to move out, but also pulled the precise stent out along with it. Both the stent and filter basket were maneuvered down to the access sheath in the groin, and a small cut-down was performed to remove all the components. A 10x34 wall stent was then deployed at the site of the lesion. There were no adverse effects to the pt. As per the study coordinator (sc) at the study site, this was the first time the physician, a vascular surgeon, had done a sapphire carotid registry case. As per the sc, the occurrence was in no way related to a product defect; she termed the occurrence operator error.

Manufacturer narrative:
The product is not available for evaluation. Without the return of the actual device in question for evaluation, lake region medical was unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot, which corresponds to cordis another lot. The history records indicate this product was final inspection tested at lake region medical and was determine acceptable. The IFU instructs that after verifying placement and flow through the filter basket using fluoroscopy determine that the guidewire remains in the proper position. As indicated by the account, the procedural factor of not noticing that the angioguard filter wire had looped over itself caused the entrapment of the looped wire by the stent when it was deployed. This then led to the inability to recapture the angioguard, subsequent displacement of the stent in to the femoral artery, and required cut down to remove all components. There is no indication that the event is design or manufacturing related, but is due to procedural factors possibly combined with vessel characteristics.